Event description:
It was reported that the patient underwent an acl reconstruction, medial meniscus suture and side by side arthroscopic patellar tendon and excision hand graft on (B)(6) 2010. Three years post-op, the patient began to have problems. An x-ray has shown a ruptured eyelet buttonhole, a fragment similar in form to a transfix guide (part of the ar-1978s set).

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. Device history record review revealed nothing relevant to this event. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The cause of the event could not be determined from the information available and without device evaluation. If the device is returned and additional information is obtained, a follow-up report will be submitted. From the event description, it is unknown as to which device from the set actually broke. The most likely cause of the event is undetermined. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter.